Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak; however, the subsequent treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that two 2.8x16mm and 3.5x19mm graftmaster covered stents failed to seal the perforation. It was noted that the first graftmaster used was thought to have sealed the perforation; however, later during the procedure the perforation was noted and the second graftmaster failed to seal. The patient had to be transferred to a different hospital where it is believed a third graftmaster was used to seal the perforation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 are filed under separate medwatch report number.